Event description:
Customer reported the insulin pump went into threshold suspend at night when he didn't have a low blood glucose level. Blood glucose was at 109 mg/dl. Customer declined troubleshooting. Sensor glucose was 42 mg/dl and blood glucose was 109 mg/dl. Customer stated event reoccurs at night. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-91573.